Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced while trying to interrogate this cardiac resynchronization therapy defibrillator (crt-d). It was later noted that the device and leads had been explanted approximately 1.5 years ago due to a patient infection. There was no report of adverse patient effects due to the explant procedure.